Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6), 2003. Subsequently, the patient was revised on (B)(6) 2013 due to alleged pain. The acetabular component and modular head were removed and replaced. The surgeon stated that he believes the patient may have a metal allergy. No further information has been provided to date.

Manufacturer narrative:
No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This event was also reported on biomet warsaw MDR reference numbers: 1825034-2013-05427/05428.